Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Information received by medtronic indicated that the insulin pump had audio anomaly. Customer reported that the insulin pump had lack of alerts for highs or lows. Customer mentioned that they did audio test and found that at level 1 or 3 there was no audio however, level 5 working fine. No harm requiring medical intervention was reported. The insulin pump will not be returned for analysis.